Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was receiving inappropriate therapy and shocks due to oversensing. The lead was explanted.